Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load multiple cartridges. Tandem technical support was unable to verify the alarm that caused the issue as the customer could not recall the exact event date. Customer's blood glucose level was not impacted.